Event description:
It was reported that the arthroplasty was revised due to femoral subsidence. No evidence of manufacturing related failure. The femoral stem and head components and acetabular liner were revised. The components were implanted in situ for 4.28 y. The pt presented with a ucla activity score of 4 three months prior to revision surgery.

Manufacturer narrative:
Neither the device nor add'l info is available from the research facility.